Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the loose cover issue could not be determined. It is possible that the event occurred due to a handling issue by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the connecting tube was broken. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. It was determined there was a loose cover over the sensor and nothing was wrong with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.